Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant procedure the physician noticed and increase in threshold once the right ventricular (rv) lead was placed. The physician was unable to reach the target location due to the patients anatomy. The lead was removed and replaced with a new lead slightly inferior to the previous location. No patient complications have been reported as a result of this event. It is noted the patient is currently enrolled in the product surveillance registry study.